Event description:
On august 2, 2022, fujifilm healthcare americas corporation became aware of an event involving pb2020-m. It was reported that during a diagnostic study the tip of the subject probe came apart while inside the patient. The probe piece could not be seen on the scope image and was unable to be removed, and the study could not be completed. It is unknown if the piece was retrieved. There was no death reported with the event.